Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right superior femoral artery using a proglide device after a crossover left femoral dilation interventional procedure using a 6f sheath. Initial flushing of the marker lumen with saline was successful prior to use. Reportedly, there was difficulty placing the foot under the skin. The device was rotated 15 degrees from side to side to help advance the "elbow" of the foot. It was not possible to advance further, no reflux bleed back. During removal, the proglide device appeared stuck inside the artery. The device was attempted to be removed with a little bit of force; however, the device broke just after the foot. The distal sheath remained in the anatomy. As the guide wire was still in place a 7f sheath was introduced and a lasso snare was used to remove the separated part of the device. The puncture site did not appear to be damaged. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, excessive force was used. It should be noted that electronic proglide instructions for use states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the force applied during advancement was circumstantial due to the reported heavy calcification. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4-lot number updated from unknown to 1092141.